Event description:
Physician had a thoracic fusion case. The medtronic o-arm o2 imaging system was brought into the room to do the first spin. The images were so grainy that he could not see the anatomy. He had to do two additional spins resulting in additional radiation and delay. He had a spin he could use, but accuracy was slightly off. He had to compensate by using the c-arm during the case. It also took a couple of spins to do the final check after the screws were placed. Staff was called in for additional support to help trouble shoot the o-arm. After the case they took the o-arm into a empty or and did a calibration and test spin. The image was still very poor. Medtronic was called, and a service order was placed. The engineer will be out for repairs. All of this resulted in a significant delay in the case, having to cancel the following case, and unnecessary radiation to the patient. Medtronic engineer came to evaluate. Unit was repaired and returned to use.